Manufacturer narrative:
B5: it was reported that a 12.6mm, micl12.6, -5.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021, the lens was explanted due to borderline excessive vault. Patient-related factor was reported for caue of event, reporter stated " patient unhappy with vision after surgery (halo/glare) at night time. Dissatisfied with intraop discomfort." It was reported that the patient decided on icl removal, wanted to wear glasses again. Claim # (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
It was reported that a 12.6mm, micl12.6, -5.5 diopter, implantable collamer lens lens was going to be explanted due excessive vault. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.